Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12318. It was reported the pt's system was explanted due to ineffective stimulation. During the explant a contact became dislodged from the lead and it fell into the incision, not into the epidural space.